Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the lead had no capture and could not be placed on the heart. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.